Event description:
Per the complaint, the patient came in and the crown had fallen off. An x-ray was taken and it was noticed that the abutment and screw were broken.

Manufacturer narrative:
Additional information was received regarding this complaint. The implant was not removed, only the abutment and screw associated with the implant system and a healing collar was placed. This allows the classification to be upgraded from a serious injury to a product malfunction.